Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting no output. The device could not be interrogated, and would not respond to a magnet application.